Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2023, the patient's father reported that there was a leak in the infusion set's tubing at the site. The infusion set had been used for one day. Reportedly, the infusions were used for one day. There was no stress or pull on the tubing. No further information was available.